Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened up button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Insulin pump passed self test. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly. The customer¿s blood glucose level was unknown. The customer reported that the some buttons were getting a little mushy from repeated use. The insulin pump will be returned for analysis.